Event description:
A customer reported that the cutter probe would not work during a patient's left eye retina procedure. The issue was resolved by replacing the product with another without consequences to the patient.

Manufacturer narrative:
A sample was received and it is awaiting eval. H3 and h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).